Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30812, 1627487-2020-24150. It was reported that both of patient's leads migrated. The issue was confirmed via CT scan. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein both existing leads were repositioned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.